Event description:
Caller reports that during a meter-to-lab comparison, the following coaguchek s / laboratory results were obtained for one pt on the same day: comparison #1: 8.0 inr / 4.1 inr, #2: 6.0 inr / 3.3 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.